Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said their device was not functioning properly. Patient said they had to increase stim from 0.3 to 2.8. Patient said they scheduled an appointment to see what was going on and it was discovered the "wire" was no longer connected properly. Patient said they had a lot of falls.

Manufacturer narrative:
Event date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.